Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to microcephaly, congenital nephrotic syndrome, and anuria. The pt was not hospitalized prior to death, but was in a (B)(6) where the pt experienced convulsions. At the time of experiencing the convulsions, the pt was taken to the hospital emergency room where she died and was pronounced brain dead. The pt did not receive treatment for the event. The pt was connected to the homechoice(hc) cycler at the time of death, however, pd therapy was discontinued due to the convulsions. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The incorrect serial number was associated with this event initially. The serial number was corrected after the device was serviced. The device is no longer with baxter. As such, a complete device analysis could not be completed to investigate the reported death. However, as the homechoice device was serviced by global technical services, visual and functional checks were performed and the device passed. A one hour therapy test was performed without error and the device passed all electrical testing. The device event log was reviewed and no errors were found. As the serial number of the device has now been corrected, new service history record and device history record reviews will be performed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of the device history record and the service history did not reveal any issues that could be related to the reported issue of pt passed away. The device is reported to be available but has not been received at this time. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.